Event description:
A customer reported that during a phacoemulsification procedure, the phaco power was lost. The cassette and handpiece were exchanged and the case was completed without the patient harm. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).